Manufacturer narrative:
An arjo investigator visited the facility to inspect and test the lifter involved. Inspection of the hanger bar confirmed the spring pin had sheared and that there were rust indications at the shear point. Further inspection found scratch and scuff marks on the support legs. There were nicks and paint chips on the mast, which needed replacement. The support leg pivot bushings were worn. The side strap covers were broken. The lifter was function tested; the anti-crush function failed to work. No other faults were reported. The facility would not release parts to arjo for further investigation. The lifter is 13 years old and is not serviced or maintained by arjo. Based upon the report and photographic evidence, the exact cause for the reported incident remains unknown. However, from the photographs taken, it is possible that the spring pin that failed was not an arjo part. Evidence suggests the spring pin is not the correct length and is not made of the correct material. Also, arjo stock delivery records suggest this facility has never ordered replacement spring roll pins. Until the parts are returned for a full investigation, however, this cannot be confirmed. The MFR recommends the lifter be fully serviced and repaired by an arjo engineer and the jib and hanger bar upgraded to the latest standard, removing the requirement to replace the spring roll pin every year. The customer is to be provided a copy of the preventive maintenance schedule of this lifter, highlighting the fact the spring roll pin must be replaced every year.

Event description:
The facility reports the caregivers were in the process of transferring the resident from the wheelchair to her bed. The pt was lifted approx four feet above the floor when the hanger bar spring pin failed. The resident fell to the floor, injuring her left hip and ankle. She was taken to the hosp where she was given medicine for the pain. The resident died approx six hours later. Cause of death to be determined.